Event description:
On (B)(6) 2012, the pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprosthesis. Two excluder devices (pxt and pxc) were safely implanted. Although the final angiogram showed slight type 2 endoleak, the physician decided to take a wait-and-watch approach. On (B)(6) 2012, follow-up CT revealed a retrograde aortic dissection from the proximal neck of the device. The physician rechecked the image of the initial procedure. He found that there was a retrograde blood flow in the image. But, the physician said that no one identified the dissection during the procedure. The physician stated that the cause of dissection was the over inflation of the balloon (tokai medical balloon).

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specs.